Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The femoral cannulae and the endoaortic clamp catheter (eac) were placed without incident. Cardiopulmonary bypass was initiated. The "eac' balloon was inflated using tee and fluoroscopy. Since it was found to be in the transverse aorta, the balloon was deflated, the guidewire was reinserted, and the eac advanced to the ascending aorta. At this time, leads ii and v5 of the ECG showed new st segment elevation. The eac balloon was inflated and approx 900 cc of antegrade cardioplegia was administered and electromechanical arrest achieved, although the degree of myocardial cooling was considered suboptimal. 1,000 cc of retrograde cardioplegia was then given with the expected degree of myocardial cooling. A lima to lad anastomosis was constructed. Initial attempts to wean cpb were unsuccessul. Electrocardiogram revealed persisting st segment elevations and 'tee' showed globally depressed left ventricular function. The pt was treated with volume and pressors, and the cardic output rose transiently to acceptable levels. 'Tee' showed presisting lateral wall hypokinesis. Cardiac function degenerated and a median sternotomy was performed. An external cross clamp was applied and direct antegrade cardioplegia administered, but full arrest could not be achieved. The left anterior descending graft was revised and the circumflex system bypassed. The pt could not be weaned from "cpb" and required placement of an assist device. She expired on the following day.